Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 3/19/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. Additional information was requested, the following was obtained: are there photos available for visual analysis? Yes. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that two open boxes each with thirty-six unopened samples were received for analysis. Product code 8523h. Per the sampling plan, a visual inspection was performed on thirteen (13) samples. Unknown foreign material was found inside one package; the remaining twelve (12) samples showed no anomalies or defects. A visual inspection of the additional fifty-nine (59) unopened packets revealed no anomalies or evidence of foreign material. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through eth quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date and suture was used. This product was rejected at incoming inspection due to a foreign fiber matter that was in the package. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there photos available for visual analysis? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via (B)(4).